Event description:
During an arthroscopic procedure, the physician was utilizing a speedstitch suturing device and suture cartridge (catalog number unknown). The physician reported that upon removing the speedstitch suturing device from the cannula, the suture cartridge came off the handle and landed in the patient's joint space. The cartridge was removed and the procedure was completed. No patient injuries were reported as a result of this event.

Manufacturer narrative:
Device 1 of 2. Reference manufacturer's report: 2032380-2011-00110.